Manufacturer narrative:
Product ID: 3093-33 lot# v142285, implanted: 2008 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received on (B)(6) 2013 noted that the patient was experiencing a loss of therapeutic effect. The patient had an increase in urinary incontinence about "a week to 10 days ago." There was no stimulation sensation. The patient turned ins up to 6.0v and could not feel stim. It was also noted that the patient never felt the stim. The event occurred following a fall. The patient fell the (B)(6) and the (B)(6). The patient saw the healthcare provider and had ins checked. An xray was performed and the healthcare provider hooked a machine up to ins to check it. Everything was fine. The patient was on program 1 @ 6.0v. They changed to program 2 @ 4.2v. The patient felt stim but then "it went away." The patient had concerns about using the programmer. The patient did receive training but she had a concentration and memory problem.

Event description:
Follow-up with the patient¿s healthcare provider indicated that patient outcome was a non-serious illness and the patient did not require hospitalization.

Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient fell on (B)(6) 2013 and her incontinence was bad after that. It was noted that the patient also fell the sunday before the report. It was reported that the patient had an x-ray the week prior to the report to make sure the lead had not moved, and her healthcare provider (hcp) said that nothing moved. The reporter stated that the patient saw her hcp the week before the report and her incontinence was better and the patient didn't have interstim on. It was noted that the patient previously had stimulation on 6.0 volts, but turned it down before turning the device back on. It was reported that the patient turned the device on, turned stimulation to 5.5 volts, and decided to leave it there. Additional information has been requested but was not available as of the date of this report.